Event description:
Phlebotomist was attempting to shield the safety lok blood collection set by pushing the shield over the needle, shield would not move smoothly. Appeared as if something was catching the shield. When phlebotomist attempted to finalize the activation, they scrapped their hand on the needle. They were not sure if skin was broken. No other phlebotomist had logged a concern about this issue. No samples or lot number available.